Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 50 to 157 (mg/dl). Carbohydrates were consumed to treat bg level. Reportedly, the customer suspected that the personal profile settings were not appropriate for the customer. The customer consulted with healthcare provider regarding diabetes management.